Event description:
It was reported that the motor device would "not secure the attachments" and was "heating up". It was reported that the event occurred after sterilization, during testing by the sterile processing department. The reported stated that there was a spare device available. There was no patient involvement reported. There were no injuries to the user reported. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.